Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h11. 10 previously reported events are included in this follow-up record. Product return status: 7 devices were received. 3 devices were not available for evaluation.

Event description:
This report summarizes 10 malfunction events in which the device had a component detach. 6 events had the problem identified during a non-clinical procedure; there was no patient involvement. 4 events had patient involvement: no patient impact.

Event description:
This report summarizes 10 malfunction events in which the device had a component detach. 6 events had no patient involvement: no patient impact. 4 events had patient involvement: no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 10 events were reported for this quarter. Product return status: 6 devices were received. 4 device investigation types have not yet been determined. Additional information: 10 devices were labeled for single-use. 10 devices were not reprocessed or reused.